Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Distributor reported on behalf of the product user explaining that the tracheostomy tube was in use for a few days when the cuff was found leaking. The reporter indicated that no adverse health outcomes resulted from event.

Manufacturer narrative:
A 9.0mm fome cuf trach was returned for investigation on a cuff leak. The visual inspection had no obvious defects. During the inflation test, the cuff was inflated with 30cc's of air using a syringe and was found to be normal, with no signs of resistance or leakage observed. No obvious defects were noticed during the deflation of the device. During the system leak test, the cuff was inflated again with 30cc's of air and the entire device was submerged in water in which no leakage was noticed on the device. The device was left inflated to rest for 1 hour. The device was found to be functioning as expected with no obvious leakages and visual defects. The device and the investigation of the issue could not confirm the fault occurred. (B)(4).